Event description:
Adverse event(s): "pt unable to tolerate iol" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). A surgeon reported that an intraocular lens (iol) was exchanged because, the pt could not tolerate the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/19/2010, 04/02/2010, and 04/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).